Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was identified to be use error from the patient adding an extension line to the patient line after completion of the prime. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine (hc). The technical service representative (tsr) advised the home patient (hp) they did not add the patient line extension prior to the prime. The tsr advised the hp to dispose of current supplies and start over with all new supplies. The nurse was contacted on (B)(6) 2012. The nurse stated this was an isolated event. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated she would review proper procedures with the hp. The nurse stated the hp is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.